Event description:
A customer contacted beckman coulter inc. (Bci) regarding low hemoglobin results generated by the coulter act diff analyzer for a single pt sample. A pt sample was tested for hgb and a result of 7.8g/dl was obtained. The result was printed with the operator defined an "l" flag. (L= result is lower than the low patient sample limit) after customer technical service (cts) assisted customer with replacement of the peristaltic pump tubing and filters on the diluent and waste pump, the customer rerun the original sample several times for hgb and repeated results also were low, 7.3g/dl - 7.9g/dl, and were flagged with the l flag. The hgb results were reported out of the lab. The original sample was tested for hgb on a different instrument in the customer's lab and higher results were obtained. The results were considered correct. Although several requests have been made, hgb data obtained from the different instrument has not been provided. Based on available information, there was no impact to pt treatment.

Manufacturer narrative:
Based on available information, qc was running low. Qc data was requested, but customer indicated that qc records were deleted and are no longer available. Previously tested samples were not rerun to confirm accurate back to the last acceptable qc run. The instrument is currently running within specifications. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered the lyse pathway had air in it. The fse replaced many of the hard tubing and connector tubing in the pathway to eliminate the air. The fse cleaned the hgb sensor, optic filter, lens, wbc bath walls, and readjusted the hgb lamp. The fse replaced all pinch valves tubing for bath and waste drain. The fse verified startup, qc, and reproducibility. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.